Manufacturer narrative:
UDI number: (B)(4). The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. If additional information is received a supplemental MDR will be submitted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards implant patient registry received information a 27mm aortic pericardial valve was explanted after implant duration of three (3) year, seven (7) months, due to unknown reasons. The explanted device was replaced with a 25mm aortic pericardial valve. Patient post-operative status noted in recovery.

Event description:
Edwards implant patient registry received information a 27mmwas explanted after implant duration of three (3) years, seven (7) months, due to prosthetic valve endocarditis and vegetation. Tte and tee confirmed bioprosthetic aortic valve vegetation with perivalvular abscess. The prosthetic aortic valve was explanted with large vegetations attached to the leaflets and undersurface of the valve. Blood cultures were positive for streptococcus mitis possibly from dental etiology. The explanted device was replaced with a 25mm aortic valve patient had cardiogenic shock postoperatively and found to have high degree av block so iabp placed. Patient underwent implanted of dual chamber aicd on post operative day 11. Patient was discharged home on post operative day 19.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to a4, b5, b6, b7, f10, h6. Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis peri-operatively, most of which probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. The cause of the event was due to patient factors/conditions. H11. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.